Event description:
It was reported that during a ptca procedure, resistance was felt while advancing the catheter over a guidewire. It was then discovered that the distal tip of the catheter was separated. This product was not used in a pt.